Manufacturer narrative:
(B)(4).

Event description:
Md found the guidewire body was kinked during use and could not proceed with the procedure. The device was replaced and a second attempt was successful. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one swg assembly for analysis. No obvious signs of use were observed. Visual analysis revealed one major kink and one bend on the guide wire. Microscopic examination confirmed the damage and revealed an offset coil in the same area as the bend. It was also noted that the distal and proximal welds were spherical and intact. The major kink on the guide wire 312mm from the proximal weld. The offset coil measured 310.5mm from the proximal weld. The guide wire length measured 13 15/16" which is within the specification limits of 13 25/32"-14" per the guide wire graphic. The outer diameter of the guide wire measured .0240" which is within the specification limits of .0240"-.0250" per the guide wire graphic. The guide wire was inserted through a lab inventory 20ga introducer needle. Little to no resistance was observed as the guide wire passed completely through the assembly. Performed per IFU statement "advance spring-wire guide through guide wire introducer needle or catheter into vein". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also states, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The IFU also states, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained one major kink and one bend towards the distal tip. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Md found the guidewire body was kinked during use and could not proceed with the procedure. The device was replaced and a second attempt was successful. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Md found the guidewire body was kinked during use and could not proceed with the procedure. The device was replaced and a second attempt was successful. No patient harm. The patient's condition is reported as fine.